Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d2, d4, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the power issue was confirmed as the unit wouldn¿t turn on and the power inlet module was missing a pin which was stuck in the power cable connector which was scorched, and the power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery, turned the unit on they saw a spark and then smelled something burning. No patient involvement or impact. Due diligence information complete.